Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the liver resection procedure, the laparoscopic tissue sealer g2 was opened and put into the abdomen when the insulation tip fell into the abdomen. The device could not be used thereafter. A new device was opened and used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r9201g. Investigation summary: the device was received with skiving of the heat shrink (shaft cover) material not all present. In addition, the top jaw was firmly attached and not missing as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified